Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr confirmed that the reported issue was attributed to the incorrect frequency panel meter reading. The reading was displaying 116.1 hz instead of 15 hz. Fsr replaced the power module and performed 7-year preventive maintenance. The unit passed alarms check and performance test.

Event description:
The customer reported that the system of 3100a ventilator is not working correctly while working on a patient. Patient harm and intervention is unknown at this time.